Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided information and assistance for resetting the pump, after which the malfunction did not recur. Customer was informed they could continue using the pump and advised to call back if any further issues arose.